Manufacturer narrative:
Device lot number and expiration date are not available from the facility. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead extraction procedure commenced to remove a malfunctioning right atrial (ra) lead. The ra lead was successfully removed with a spectranetics lead locking device and a spectranetics 12fr glidelight laser sheath. No hemodynamic changes were noted. After lead extraction 6f long sheath was inserted into the anatomy via the open pocket. An abbott ra lead was inserted to the level of the ra. The physician noted incorrect positioning, removed the lead, and conducted a venogram. Visible staining was noted in the superior vena cava (svc) area. Hemodynamic changes were noted. Rescue interventions commenced. The surgeon intervened with sternotomy. A 2 inch brachiocephalic to svc tear was repaired. Patient did not survive procedure. The glidelight functioned per design with no malfunction. The changes in hemodynamics and visible contrast staining in the epicardial space were noted after the attempted implant of the new ra lead.